Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured during deployment, and the valve 'partially' embolized due to the push catheter not being retracted prior to deployment. The valve was noted to be caught on the native leaflet. It was decided to remove the devices. However, while attempting to dislodge the valve off of the balloon, the slid ventricular and landed 50/50. The team continued to attempt to remove the ruptured balloon, but it was caught in the sheath. The team pulled harder, causing the balloon shaft to separate, and the iliac to tear. The patient passed away on the table. Per report, the fcs was at the back table preparing a second device. The second device was not used. Per pre-decontamination observations of the returned device, the esheath+ liner is delaminated and bunched up.

Manufacturer narrative:
Investigation is still ongoing. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report numbers: 2015691-2023-16686 for the valve migration and embolization resulting in an additional device being required, manufacturing report number 2015691-2023-16687 for the mentioned events with the commander delivery system and patient vascular dissection/death.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual inspection of the returned device was done, and the following was observed: the liner is fully expanded and the tip opened as designed. The liner is bunched with delivery system nose tip exiting through distal liner opening. After un-bunching the liner, the liner is delaminated approximately 4 inches from the distal tip. The c-marker is present and attached. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event for esheath liner delamination was confirmed based on the returned product evaluation. Investigation results suggests procedural factors (withdrawal of burst balloon) may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.